Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was taken to the emergency room on (B)(6) 2020 for symptoms of chills and excessive gastric discharge. Patient was admitted to the hospital for j-tube migration to the ascending colon and bowel obstruction intussusception. Patient had j-tube removed on (B)(6) 2020 because it was dislodged and tangled in the small intestine. The small intestine was re-sectioned, duopa therapy stopped, and the j-tube has not been replaced. The peg tube remains intact while the patient heals.